Event description:
The defibrillator charged, but allegedly would not discharge energy to a pt. This allegation was based on the observation that the device would not respond to actuation of the paddles transfer switches. Another device of same model was connected to the pt through a defibrillator cable and pt treatment continued.